Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: customer is stating that they are getting multiple clotting samples (more than they normally do). She stated that they have ordered a new lot and they are testing it out today to see if they get the same results. She stated that this started happening around january 30th or 31st. She does have unused samples to return if needed. She also stated that she is having to redraw the patient samples on the ones that clotted."